Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient was explanted and re-implanted a new ipg. The patient is reportedly doing well following the procedure. The returned ipg was analyzed and the complaint was confirmed. The root cause of the event was the ipg battery was depleting prematurely due to excessive current leakage. This anomaly has occurred recently prior to the explant. The other associated symptoms are low impedance between vh to ground, and ate test failure. These are the characteristics of analog ic damage due to high-voltage transient, but the source is unknown. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).